Event description:
It was reported that interrogation of the pulse generator resulted in an error message. After a device product code download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.